Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported upstream occlusion was reproduced and confirmed through evaluation. The lower reading from the upstream sensor was below specification which is known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported a spectrum pump had "upstream occlusion". It was also reported there was no patient injury.